Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with two conformable gore® tag® thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. A left carotid-to-subclavian was also performed. It was reported that the aneurysm was excluded and there were no complications during the procedure. When the patient was being brought out of anesthesia there was a right side deficit. The physician reported there was excessive thrombus in the head vessels and the patient experienced a clot in the brain. The patient expired on (B)(6) 2015. The cause of death is unknown, however, the patient did not recover from the right side deficit (stroke).

Manufacturer narrative:
Additional devices implanted and/or related to this event: tgu454515/13157900 the review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis instructions for use may include but are not limited to neurologic damage, local or systemic (e.g., stroke) and death.